Event description:
It was reported that, an 840 ventilator stopped ventilating. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
Additional information was received from a third party service provider that the ventilator had a screen blocked alarm. The third party service provider inspected the ventilator and confirmed the condition. To resolve the issue, the graphical user interface (gui) was opened and cleaned the touchscreen printed circuit board pcb. After that the unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.